Event description:
This aes-50s arthroscopic energy 50 degree probe with suction was generated as a "verbal complaint" with a reported problem of "temperature doesn't work, the screen shows 98c and the console alarm beeps all the time". Without the involved product, evaluation could not be performed and the alleged problem therefore could not be verified. However, evaluation of a complaint from the same lot #1412161 confirmed that the probe was mis-programmed as an aes-90s instead of aes-50s. An hhe completed by a health care professional on (B)(6) -2015 determined this "mis-programming" as a potential risk to health making this complaint a reportable malfunction with potential of patient injury. As reported, the knee arthroscopic procedure was completed as intended with no complications or patient injury.

Manufacturer narrative:
As reported, the involved aes-50s probe is not expected for evaluation, as it was used to complete the procedure and discarded at the user facility after the surgery. Without the actual product, an evaluation could not be performed and the root cause of the alleged problems was unable to be determined. However, evaluation and functional testing was performed on a returned device with the same lot #1412161 (complaint #(B)(4)) and found the probe was mistakenly programmed as an aes-90s instead of aes-50s. Even though the alleged problem in this case was unrelated to the identified problem of "mis-programming", this complaint with the same lot number is also being reported as a MDR due to a potential risk to health due to the power settings that are higher than would be expected if the device was used in the surgery. This lot was manufactured on (B)(6) 2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there was one other complaint received for this item and lot number combination (see MDR #1320894-2015-00020). A review of the complaint history for the device family shows there have been no serious injuries or death related to this problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. This is a new product and is currently under review by the new product quality engineer (npqe). Product was discarded at user facility